Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 05/08/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "material frayed" was not confirmed, however the analyzed failure "material twisted/bent wire" was observed. The lot #3000284249 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bisectors looked frayed at the tip, device would still work but frayed at tip. No procedure delay. No injury to patient noted.